Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) appropriately detected a ventricular arrhythmia, and that appropriate therapy was provided, which did not convert the patient. External cardioversion successfully converted the arrhythmia. The physician originally questioned if undersensing had occurred. Subsequent induction testing was performed, and the device successfully converted the arrhythmia. To date, there have been no reported patient symptoms associated with this clinical observation. The patient remains in stable condition.